Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: the investigation confirmed the impactor is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that, black fb impactor cracked; all pieces retrieved. (B)(6) 2018: after review of the product-the product was found to be broken.